Event description:
It was reported that the patient had chronic infections at the surgery site. The patient had been pleased with the stimulator, except for the infections. The patient was hospitalized on (B)(6) 2013. The surgery site was reopened (right buttock) and the battery was changed. The site was cleaned. The patient went home 3 days later receiving intravenous antibiotics. Additional information was requested, if received, a follow up will be sent.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).